Event description:
During a pfa/pvi procedure with ensite x, bubbles were noted from the inner lumen hole at the tip of the catheter. The catheter was prepared and inserted into the patient. Baseline was performed and ablation was started. When trying to cannulate the right veins, it was difficult to place the catheter, and it was decided to deflate the balloon. When deflating the balloon, only 7ml came out. The catheter was removed from the patient and checked with no visible damage noted. When inflating the balloon under saline, bubbles were noted from the inner lumen hole at the tip of the catheter. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. There were no insertion or removal difficulties noted.